Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant on (B)(6) 2018, the physician was unable to insert the stylet inside the right ventricular lead. The lead was explanted and replaced without any issue and there were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.